Manufacturer narrative:
(B)(4). Describe event or problem:correction to the following statement from the initial MDR "the patient stated the sensor fell off during the night of (B)(6)2020 and was not providing values. In the morning, the patient was vomiting, urinating on herself and incoherent. "

Event description:
The patient stated the sensor fell off during the night of (B)(6)2020 and was not providing values. In the morning, the patient was vomiting, urinating on herself and incoherent.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a poor patch adhesion occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated the sensor fell off during the night of (B)(6) 2020 and was not providing values. In the morning, the patient was vomiting, urinating on herself and incoherent. Her mother called emergency medical services (ems) and the patient was taken to the hospital. She was admitted to the intensive care unit (ICU) for diabetic ketoacidosis (dka) with a blood glucose over 50 mmol/l, treated with insulin via intravenous (IV) therapy and discharged two days later. The patient indicated that she did not recall what occurred and remembered waking in the ICU. She is a brittle diabetic and relies on the cgm to provide alerts for high or low glucose levels. No product or data was provided for investigation. Confirmation of the problem and the probable cause could not be determined. No additional patient or event information is available.